Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be identified. However, it is likely that the event caused by stress of repeated use, external factors, or handling. There is an inspection method for the relevant event in the instruction manual ¿chapter 3 preparation and inspection. 3.2 preparation and inspection of the endoscope. Inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to a cut on the angle wire, the bending section could not be bent in the down direction at all. Due to a dent on the distal end, water tightness was lost. The adhesive on the bending section cover had a chip. The grip had a crack and a scratch. The eyepiece had a scratch. The diopter ring had a scratch. The control unit had a scratch and discoloration. The scope cover had a scratch. The up/down angulation lever plate had a scratch. The angulation lever had a scratch. The indication on the light guide connector was unclear. The venting connector under the grip was shaved. The control unit was sticky. The connecting tube had a dent. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had bad angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: connecting tube coating was peeling. (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.